Event description:
According to the reporter, pre operatively, the handle made a rattling noise when used and it did not hold charge and did not turn on. A new handle and the same charger were used to resolve the issue. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the gas gauge/battery data file for the battery was evaluated and the cfet permanent failure status was tripped. It was reported that the power pack was not adequately charged or cannot hold a charge and the device gave unexpected or uncharacteristic audible feedback of normal use. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.